Event description:
During a balloon dacryoplasty with placement of mini-mono-ka tube a 3mm balloon was passed through the lacrimal duct and inflated x2. Upon withdraw of the balloon, there was some resistance and when it came out, the balloon had been ruptured. There was questionably a piece of the balloon was not present.